Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer reported a separation at the pumping segment, and returned the affected sample. The sample clearly separated and verified the complaint. Dimensional analysis found the silicon tubing to be out of tolerance and have a stretched inner diameter. This junction is a press fit and does not have any solvent by design. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause is material handling by customer, which caused the tubing to stretch and fall out of tolerance. We strongly recommend loading the pumping segment top clip first and then bottom clip, there is a known failure for incorrect loading.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated and had air bubbles. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: unknown. It was reported that the tubing separated at the joint where it enters the alaris pump. Verbatim: tpn tubing separated at joint where it enters alaris pump. Tubing was clamped off to tpn bag and patient at time. Pump had beeped "air in line" for pin hole-sized air bubble. Rn removed line to shake air out and line separated. Policy did not address whether tpn was still usable. Pharmacist contacted and stated bag of tpn okay to use. Team indicated okay but hesitant. Infectious disease indicated to discard remainder of bag. Bag and broken tubing removed and given to safety coordinator on 12e. Charge nurse also notified.